Manufacturer narrative:
Concomitant medical products: product ID 39565-30, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that electrodes 4 and 10 showed a value greater than 10,000ohms, were at the lowest site and possibly did not touch tissues. On (B)(6) 2016, electrode 7 showed a value greater than 10,000 ohms. On (B)(6) 2017, electrode 7 showed no abnormal value but 4 and 10 electrodes showed a value greater than 10,000 ohms. The device settings were: amplitude (v): 2.3; pulse width (us)): 450; impedance (ohm): not specified/unknown; rate (hz/pps): 20, polarity (uni or bi): bipolar; electrode# for anode: 6; electrode# for cathode: 5, 8; usage (hrs/day): 24. X-ray images were not available. It was unknown if there were any external factors that contributed to the event. No treatments were conducted. It was noted the physician¿s observation about causality was patient¿s anatomy. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. No patient symptoms were reported. There was no patient injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the leads serial number was unknown. No patient symptoms were reported. No actions/interventions were taken. The high impedance has not been resolved. The cause of the high impedance remains unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-30, serial# unknown, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the lead was in problem. The impedances greater than 10,000 ohms measured on electrode 7 went back to normal within 2 months. The physician did not suppose this was due to a lead fracture, and no surgical intervention for exchange was planned. The physician commented that the abnormal impedance with the electrodes 4 and 10 could be due to that these electrodes were located in the distal part and possibly were not contacted with the tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.